Event description:
The subject guidewire was used to position a stent system during stenting procedure to treat an intracranial basilar stenosis. The stent was successfully placed across the target lesion when the distal tip of the guidewire unexpectedly moved and was jammed inside a small perforator. The physician advanced a microcatheter over the guidewire inside the perforator and managed to remove both as one unit. The guidewire was completely removed without clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Most likely some procedural factors encountered during the procedure limited the performance of the device contributed to the reported unexpected movement of the device and jammed inside the small vessel and as a result of medical intervention required to remove it from the patient. Therefore, a root cause of operational context has been assigned to this event. The device is not available to the manufacturer.